Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 32mm x 3.50 liberte bare metal stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: an inspection of the returned device revealed that the returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with no original packaging or other devices. There was blood in the guide wire lumen. The balloon was tightly folded and the stent was secured on the balloon. There was no damage to the stent. The hypotube was separated 22.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The distal portion of the hypotube was kinked 1 and 1.5cm from the separated end. The distal tip was damaged and the shaft was kinked 5.5 and 7.5cm from distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 32mm x 3.50 liberte bare metal stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.